Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The system preparation section of the instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
When performing a high digestive endoscopy procedure, the physician chose a cook instinct endoscopic hemoclip. The clip dropped [deployed] after it passed through the working channel. The following additional information was provided on 03/15/18: "the hemoclip got free/loosened." The following clarification was received on 03/22/18: the clip fell off during advancement through the endoscope.

Event description:
The following was initially reported to the FDA on 04/02/218: "when performing a high digestive endoscopy procedure, the physician chose a cook instinct endoscopic hemoclip. The clip dropped [deployed] after it passed through the working channel." The following additional information was provided on 03/15/18: "the hemoclip got free/loosened." The following clarification was received on 03/22/18: the clip fell off during advancement through the endoscope." The following additional information was received on 04/12/2018: the clip was released off the catheter [deployed] during the advancement through the endoscope in the closed position. Thus, the portion that dropped off was the clip itself. After that, grasping forceps were used to remove the clip [from] inside of the patient; that's why [not] any part of the clip stayed inside the patient. An additional procedure was necessary; another clip was opened to finish the procedure. (The retrieval of the closed clip with grasping forceps is not considered an additional procedure or intervention to preclude serious injury or death, as the closed clip is intended to pass naturally. Use of a different device to finish the intended procedure is not considered an additional procedure and is considered a normal progression during the procedure.)